Event description:
It was reported that on (B)(6) 2021, a percutaneous intervention was performed on the superficial femoral artery (sfa) and popliteal, moderately calcified lesions. An armada 35 balloon catheter advanced to the sfa without issues. On the 1st inflation at 6 atmospheres (atms), the balloon burst. An armada 14 advanced to the popliteal without issues. Also, on the 1st inflation at 6 atms, the balloon burst. Both devices were removed without issue and another device was used in replacement. There was no adverse patient effect and no clinically significant delay. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other armada balloon catheter referenced is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other complaints reported from this lot. Based on the information provided, the reported material rupture appears to be due to circumstances of the procedure. It is likely that the balloon rupture occurred due to interaction with lesion calcification. There is no indication of a product quality issue with respect to the design, manufacture, or labeling. D9, h3: device not available for evaluation.